Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they cannot open their mouth wide due to severe tmj pain and their jaw is locked. They would like to discontinue treatment immediately.